Event description:
On aug. 5, the lay user/patient contacted lifescan alleging that a one touch ultra meter was reverting to the setup mode. The patient indicated that the alleged meter issue started on aug. 3, 2007 at 6:00 am. As a result of the reported meter issue, the patient administered self care by eating food and/or drinking a beverage at 6 am on the day of the call to lifescan. Before the self-treatment was taken, the patient had symptoms of being incoherent. The patient tested his blood glucose on backup meter ang got "74 mg/dl." The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly felt incoherent and also reported her meter was reverting to the setup mode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.